Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product sample photos were received for evaluation. Visual inspection found the photos taken of the complaint sample did not include magnified closed up views of the catheter bevel tip for evidence of mechanical witness marks or manufacturing damage or of the needle guard assembly for evidence of cannula bevel tip irregularities, excess adhesive, mechanical witness marks or manufacturing damage. The second photo provided the affected lot number. No functional testing could be performed as no samples were received. The reported issue could not be verified or confirmed per pictures provided for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there were multiple reports of catheter sheering upon insertion over the last few months. No patient injury and no return product was additionally reported.